Manufacturer narrative:
(B)(4). The manufacturing location is unknown. The lot/serial number is unknown. Device manufacture date: the device manufacture date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the sagittal saw attachment would not operate when attached to the drill. It was reported that there was no delay in the procedure due to the event as an identical spare device was available for use. It was reported that there were no issues when the spare device was attached to the same drill and the procedure was completed successfully. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.